Manufacturer narrative:
Device was used for treatment, not diagnosis. This event was initially determined to be non-reportable until additional information was received on aug 31, 2015. Upon receipt of additional information, this event was re-reviewed and determined to be reportable. Additional device product code gxl. Device is an instrument and is not implanted/explanted. A service history record review of the past three years was performed. The item was previously returned for service on (B)(6) 2015 due to motor failure. The customer called in a service request for this item on (B)(6) 2015 and reported that the device is inoperable/has low power. The previous service condition of motor failure is relevant to the current complained issue of device is inoperable/has low power. The manufacture date of this item is 5-jun-2008. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. A service and repair evaluation was also performed for the subject device. The repair technician reported the device failed the rotation test and the speed test. ¿motor failure¿ is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on (B)(6) 2015. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hand piece for battery powered driver failed the rotation and speed test (runs slow). The reported issues were discovered during pre-operative inspection and there was no patient or surgical involvement. Additional devices were available for use during the planned surgery. This report is 1 of 1 for (B)(4).